Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical device: unk cup; unk liner; unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03259. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision due to potential cobalt toxicity. Head and liner were revised. No additional information is available at this time.